Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could draw any conclusions about the reported event without the product to examine. It was noted the product was implanted for approximately 14-1/2 years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear resulting in metal wear. Osteolysis was also reported.